Event description:
It was reported to philips that exposure was not possible. The device was inside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the surgery was stopped and rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Upon troubleshooting, fse reviewed the logfiles and found the error "from generator device: xsc: tube current out of range." Fse performed visual inspection, checked the footswitch and tube. The tube was defective. To resolve the issue, fse replaced the tube. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be a vacuum leak. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.